Manufacturer narrative:
Initial: pending more information to perform a batch review and awaiting product return for device analysis. Final: the potential hypotheses do not allow any clear conclusion as to the origin of the perforation. The risk is already identified in the product risk analysis. The frequency of occurrence of the incident is not superior to the one estimated in the risk analysis. The risk level is therefore unchanged and the benefit risk ratio remains favorable for the patient.

Event description:
A physician reported leak case observed on a pso-vtt. This leads to remove and replace external derivation. No apparent technical error during device installation.

Manufacturer narrative:
Initial: pending more information to perform a batch review and awaiting product return for device analysis.

Event description:
A physician reported leak case observed on a pso-vt. This leads to remove and replace external derivation. No apparent technical error during device installation.